Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Functional test could not be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.